Event description:
We received an allegation of questionable sodium electrode results for 3 patients' samples tested on a cobas c 303 analytical unit. Sample 1: initial result: 154.9 mmol/l (tested on a cobas pure). Repeat result: 139.3 mmol/l (tested on a cobas pro instrument). Sample 2: initial result: 152.9 mmol/l (tested on a cobas pure). Repeat result: 142.8 mmol/l (tested on a cobas pro instrument). Sample 3 was tested on (B)(6) 2026: initial result: 150.0 mmol/l (tested on a cobas pure). 1st repeat result: 150.7 mmol/l (tested on a cobas pure). 2nd repeat result: 139.5 mmol/l (tested on a cobas pro instrument). The results from the cobas pro instrument were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was gbn34. The expiration date was not provided. The field service engineer fixed the sipper syringe and replaced the seal. He also found that the vacuum tube was so tight that it caused the dilution vessel not to empty. The investigation is ongoing.